Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and the reported slda was due to challenging patient anatomy and recurrent mitral regurgitation was an outcome of the reported slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 3-4. On an unknown date, it was noted the lateral clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)), and the mr increased to 4. A second procedure was performed on (B)(6) 2020. Two additional clips were implanted, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.